Manufacturer narrative:
This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Date of event: exact date of event is unknown; event occurred 2019. Occupation: initial reporter is a mitek employee. Investigation summary: the complaint device is not being returned, therefore, a physical evaluation cannot be performed. The information provided stated that the sharpness of the device decreased due to wear and tear, hence could be a possible root cause which led the customer to experience the reported failure. However, we cannot determine a definite root cause. No further information regarding the technique or instruments used has been provided. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the pusher function decreased because the sharpness of the tip had decreased due to wear. There was no adverse consequence to the patient. This report is for a pusher. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion codes: upon further investigation, it was determined that the conclusion codes was inaccurate on the initial report. It was determined that the conclusion cause was not established. The field has been updated to reflect the correct information. Method codes: upon further investigation, it was determined that a manufacturing record evaluation (mre) was performed for the finished device lot number:18c02, and no non-conformances were identified. The filed has been updated accordingly. Investigation summary the complaint device is not being returned, therefore, a physical evaluation cannot be performed. The information provided stated that the sharpness of the device decreased due to wear and tear, hence could be a possible root cause which led the customer to experience the reported failure. However, we cannot determine a definite root cause. No further information regarding the technique or instruments used has been provided. If any additional information is obtained, this complaint will be re-opened to capture that information.the potential cause for this issue is not related to manufacturing, a manufacturing record evaluation was performed for the finished device lot number:18c02, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.